Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was inflated at 6, 10 and 6 atmospheres. However, at fourth inflation for 6 atmospheres, the balloon ruptured. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was observed inside the balloon which is evidence of a device leak. A leak test was carried out which identified a balloon pinhole located approximately 7mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was inflated at 6, 10 and 6 atmospheres. However, at fourth inflation for 6 atmospheres, the balloon ruptured. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.